Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50e, serial/lot # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a trial patient had an infection at the lead site. The symptoms were redness and purulent discharge at insertion site, fever, febrile and flu-like symptoms. The patient was administered keflex oral antibiotics and the leads were explanted. The physician does not know if the infection was device or procedure related. The patient has recovered well since the removal of the leads.

Event description:
A report was received that a trial patient had an infection at the lead site. The symptoms were redness and purulent discharge at insertion site, fever, febrile and flu-like symptoms. The patient was administered keflex oral antibiotics and the leads were explanted. The physician does not know if the infection was device or procedure related. The patient has recovered well since the removal of the leads.

Event description:
A report was received that a trial patient had an infection at the lead site. The symptoms were redness and purulent discharge at insertion site, fever, febrile and flu-like symptoms. The patient was administered keflex oral antibiotics and the leads were explanted. The physician does not know if the infection was device or procedure related. The patient has recovered well since the removal of the leads.